Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional stated that the consumer experienced severe eye burns and reported a third-degree chemical burn on the inside of the eyelid. The consumer was using the product for the first time. As directed in the product box to keep up to 6 hours to soak, the consumer did not soak the lenses for more than six hours. Consumer has followed all the directions and did not use any saline solution to rinse the lens before putting them in eyes. Additionally, the consumer did not soak the lenses overnight and used them within twenty to thirty minutes of being in the office. After seeking medical attention, the doctor was unable to determine the cause of the severe burning. The consumer was unsure if the solution was meant for overnight use. Later, the consumer mentioned that eyes continued to have pain, but consumer did not visit her eye doctor due to the doctor's unavailability. The consumer was requesting for medical reimbursement. Upon follow-up, the consumer mentioned that both the doctor at the emergency room and the one at the clinic were unable to understand the directions and instructions on the box, which led to the consumer experiencing a chemical burn. The current status of the consumer¿s eye was not resolved at the time of this report. Additional information has been requested but not yet received.